Event description:
It was reported that the customer was hospitalized three times due to diabetic comas. The customer's blood glucose reading was below 20 mg/dl at the time of the most recent event. The customer stated that she is a brittle diabetic and often experienced extreme swings in her blood glucose readings. The customer stated that she stopped using the insulin pump prior to the most recent event. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.